Manufacturer narrative:
Investigation: on 19jul2019, holdrege received (2) loose 3/10cc, 8mm syringes. The sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the syringe using a plug gauge determined the scale is in the correct location. Volumetric testing was also performed on the syringes and was in the acceptable limits. These meet the requirements of iso 8537. All syringes passed volumetric testing and are within specification. Acceptable limits per qc700450: volumes are measured at the 10 and 30 unit scale lines. Per the chart in section 6.5 of qc700450, specification volumes at the 10 unit scale line are between 0.0933 and 0.1063 grams. Specification volumes at the 30 unit scale line are between 0.2843 and 0.3143 grams. Actual results from complaint: syringe #1 u100: 10 units .0950 30 units 0.2926 syringe #2 10 units .0960 30 units 0.2924 the reported defect was not confirmed in holdrege as all syringes were within the specified limits a review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for scratched print. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that first scale marking on the bd insulin syringe with the bd ultra-fine¿ needle was misaligned, and the consumer had to measure slightly more or less insulin out as a result, with the normal dosage being 1 - 1/2 units. The consumer reported 2 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: consumer reported the first line/scale markings on syringe is in different starting point. Stated her 7 year old son takes one unit. Stated when the first line is down more, she measures less amount of insulin and when the first line is higher, she measures more insulin. Her son is 7 1/2 yrs old and he takes 1unit to 1/2 unit for injections. The scales being off makes it hard to keep him in the range he should be in. Can be anywhere from 270 to then very low reading at times. The child eat the same food and amounts everyday.

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the first line/scale markings on syringe is in different starting point. Both returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. A review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications(B)(4) noted that did not pertain to the complaint. There were two (2) notifications(B)(4) noted for scratched print. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that first scale marking on the bd insulin syringe with the bd ultra-fine¿ needle was misaligned, and the consumer had to measure slightly more or less insulin out as a result, with the normal dosage being 1 - 1/2 units. The consumer reported 2 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: consumer reported the first line/scale markings on syringe is in different starting point. Stated her 7 year old son takes one unit. Stated when the first line is down more, she measures less amount of insulin and when the first line is higher, she measures more insulin. Her son is 7 1/2 yrs old and he takes 1unit to 1/2 unit for injections. The scales being off makes it hard to keep him in the range he should be in. Can be anywhere from 270 to then very low reading at times. The child eat the same food and amounts everyday.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that first scale marking on the bd insulin syringe with the bd ultra-fine¿ needle was misaligned, and the consumer had to measure slightly more or less insulin out as a result, with the normal dosage being 1 - 1/2 units. The consumer reported 2 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: consumer reported the first line/scale markings on syringe is in different starting point. Stated her (B)(6) year old son takes one unit. Stated when the first line is down more, she measures less amount of insulin and when the first line is higher, she measures more insulin. Her son is (B)(6) yrs old and he takes 1unit to 1/2 unit for injections. The scales being off makes it hard to keep him in the range he should be in. Can be anywhere from 270 to then very low reading at times. The child eat the same food and amounts everyday.